Event description:
It was reported that during an unk procedure, there were misformed staples. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for eval. Device batch # e9fh3f, e9fg69.